Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement. Prior to procedure, fluoroscopy revealed an externalized cable between the coils of the right ventricular lead. There were no electrical anomalies, except for a slight capture threshold increase. No intervention for the lead was performed; the patient would continue to be monitored. The patient was in stable condition.